Manufacturer narrative:
This event was previously submitted under MFR 0001038806-2019-01385 on november 15, 2019. Additional information received on jan 10, 2020 changed the item number from unknown to spmb8. Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Device lot number, UDI, and expiration date unknown. One impl tapered sp 3.7mm 8mm hexagon (spmb8) was returned for investigation with an attached healing cover screw. Visual inspection of the as returned product identified wear and debris about the implant threads. There were noticeable dents around the external threads and the collar, likely from the retrieval process. The product matched print specifications where measured against drawing. A device history review and complaint history review could not be performed due to no lot number provided. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
It was reported that the implant was removed due to bone loss. The patient also had swelling. Tooth location 27.